Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2018-06306. It was reported that catheter stuck in stent occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross¿ imaging catheter was used but displays no image. The device was replaced with another opticross¿; however, the device became stuck with an insufficiently apposed 3.00 x 24 mm synergy¿ stent. Removal attempts were made but were unsuccessful. Then, the physician cut the opticross and advanced a wire inside but still unable to remove the device. Lastly, a double guide was set and plain old balloon angioplasty was performed at the area where it got stuck and the device was completely removed. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: the unit returned has telescope cut and has a wire inside of the sheath. Device analysis revealed a damage on the guidewire exit hole port assembly. The telescope assembly was observed cut off, additionally, it has a wire inside in the portion telescope assembly. The wire stuck was removed in order to performed the product analysis, additionally, a test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as 2134265-2018-06306. It was reported that catheter stuck in stent occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross imaging catheter was used but displays no image. The device was replaced with another opticross; however, the device became stuck with an insufficiently apposed 3.00 x 24mm synergy stent. Removal attempts were made but were unsuccessful. Then, the physician cut the opticross and advanced a wire inside but still unable to remove the device. Lastly, a double guide was set and plain old balloon angioplasty was performed at the area where it got stuck and the device was completely removed. The procedure was completed with another of the same device. No patient complications nor injuries were reported.